Manufacturer narrative:
.

Event description:
It was reported that impedances were greater than 4000 ohms on all or some of the bipolar pairs. No other pt or device info was available at the time of the report. Unable to follow-up with contact info provided, no additional info was obtained.